Event description:
The surgeon reported that the vitrectomy probe cutting was poor. The probe was switched out and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).